Event description:
It was reported that this left ventricular (lv) lead, exhibited an increased in the pacing impedances within normal limits, over the last year. This crt-p system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).